Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 90% stenosed mid left anterior descending (lad) using an antegrade approach, followed by treatment of the proximal lad. Following the orbital atherectomy procedure, the physician was preparing to use balloon angioplasty when the patient suddenly went into cardiac arrest. The patient was attempted to be revived, however, the patient expired.

Manufacturer narrative:
H6: codes 4755, 4118, 3233, 11 no longer apply. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case it is likely that the reported cardiac arrest and death are a result of the patient¿s anatomical condition or disease severity combined with use techniques; however, since the device was not returned this could not be confirmed. The main cause of death was cardiac arrest due to perforation. There is very limited information provided however, it can be stated that the oad contributed/caused the perforation that led to a cardiac arrest and an outcome of death. As per the physician, orbital atherectomy may have contributed to the death of the patient. It is unknown the exact mechanism in this case that led to the perforation except for the severely calcified lesions. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medical review: the procedure was to perform an orbital atherectomy on a 69 year old male patient. Calcium burden was identified at mid and proximal lad segments. The physician treated the mid lad lesion first using antegrade approach which was followed by the treatment of proximal calcified segment using diamondback 360 orbital atherectomy system at 80000 rpm. Post the orbital atherectomy procedure, physician was going to pre-dilate the lesion using cutting balloon, but before pre-dilatation using cutting balloon, the patient suddenly went into cardiac arrest. Despite best efforts from the physician and team to revive the patient , unfortunately the patient has died. The main cause of death was cardiac arrest due to perforation. There is very limited information provided however, it can be stated that the oad contributed/caused the perforation that led to a cardiac arrest and an outcome of death. As per physician, orbital atherectomy may have contributed to the death of the patient. Perforation is listed as one of the potential risk with the use of the oad as listed in the IFU. It is unknown the exact mechanism in this case that led to the perforation except for the severely calcified lesions.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 90% stenosed mid left anterior descending (lad) using an antegrade approach, followed by treatment of the proximal lad. Following the orbital atherectomy procedure, the physician was preparing to use balloon angioplasty when the patient suddenly went into cardiac arrest. The patient was attempted to be revived, however, the patient expired.